Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic and the pulse generator was noted to be operating in backup vvi mode. No further troubleshooting would be performed due to the patient's status request of do not resuscitate. No additional information was reported.